Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-00376. It was reported the patient¿s lead had migrated out of the epidural space. The patient reported therapy had changed several years ago (exact date unknown). As a result, the lead was explanted and replaced with a new lead. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-00376.